Manufacturer narrative:
(B)(4). Batch # t5dm76. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with six reloads received. The reloads (b, c, d, e, f & g) were received fully fired. In addition, the reload (g) shows damage on the deck. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the cartridge is consistent with the device being clamped over a hard object. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. The damage to the cartridge is consistent with the device being clamped over a hard object. Additional information was requested and the following was received: did the device deliver any staples? No. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? No. If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? The opening was forced by the user. If yes, did the jaws eventually open? Yes. Is the current patient status known? The patient goes well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the device got blocked. It did not cut or staple and was difficult to open. It was eventually opened by force. There were no patient consequences or change in post-operative care due to the event.